Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.

Event description:
Patient presented to the ER on (B)(6) 2010 with left upper quadrant abdominal pain. A CT confirmed anterior band slippage with obstruction. An emergency laparoscopy performed that day to correct slippage without damage to the band. The patient was discharged home (B)(6) 2010. The patient had previously had all the fluid removed in (B)(6) 2010 due to abdominal pain. The pain improved after the fluid was removed.